Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from (B)(6): "power adapters are ripping off when in use. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Death / serious injury: no. Human harm: no."